Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician gave a full dose of heparin and performed the transeptal crossing with a brk needle and a non-bsc sheath. The brk needle and a non-bsc sheath were removed, and the was sheath was inserted. As the physician was crossing the septum with the was sheath, a thrombus was noted on the septum. The physician pulled the was sheath completely back into the right atrium (ra) and could then no longer visualize the thrombus. The physician proceeded to successfully close the laa using the same was sheath without any incident. The patient was doing well post-procedure and had no issues overnight nor the next morning. The patient was discharged that day. The physician plans normal, routine follow-up for this patient.